Event description:
During the review of internal programming history for battery life calculation it was noted that the last diagnostics listed for this patient's generator are from the date of implant. On the date of implant, high impedance was found and no subsequent diagnostics tests were performed with results within normal limits. Investigation is underway to obtain further details about the event and if resolved surgery date.

Event description:
Good faith attempts were made and no further information was attained.

Manufacturer narrative:
Operator of device corrected data: lay user/patient not physician. Type of report corrected data; omitted on initial report, 30 day report.